Event description:
A home patient revealed they were being treated for peritonitis during an unrelated report. Per the home patient¿s nurse, the patient had been diagnosed with peritonitis in late 2006. The home patient presented to the clinic with cloudy effluent and abdominal pain. An effluent culture was taken at the time which revealed pasterella. The patient was treated with ampicillin intraperitoneal, dosage and duration were unknown. Per the nurse the patient has recovered from this episode. Medical history reveled that the patient did not suffer from an exit site or a tunnel infection at the time of the peritonitis episode. There was no known break in aseptic technique or reuse of the supplies. The home patient¿s nurse stated that the patient has multiple cats and does not keep them away from the supplies or out of the room during therapy. Although there was no known break in technique the rn believes the patient¿s cats were the root cause of the peritonitis episode. No additional information was available.

Manufacturer narrative:
The home patient's nurse has reviewed proper procedures with the home patient.